Event description:
It was reported covidien on (B)(6) 2015 that a customer had an issue with a foley catheter. The customer reports that the catheter is difficult to remove. The nurse attempted to deflate the balloon; however they were only able to aspirate 1.5ml from the balloon instead of 3ml. As a result, the patient went back to the or and the balloon eventually deflated after numerous unsuccessful attempts. There was a ridge at the balloon site but it did not look like it exploded. At the end of the catheter, the balloon looked like it was rolled up and looked thicker than usual. There was no patient injury. The customer further reported that prior to the operative case, all conservative measures were attempted to deflate the foley balloon including injection of mineral oil, instrumentation of balloon port and imaging studies to confirm balloon inflation or deflation. Prepped and draped in the usual fashion, foley catheter cut near meatus and 3-0 silk suture placed through the catheter to affix a traction handle to it for manipulation. 10.5 fr cystoscope was used to push the foley catheter remnant into urinary bladder. Attempted to use small bugbee electrode to pop foley catheter balloon but this was not successful. Deflux needle was then used to pop foley balloon with audible pop and release of previously placed mineral oil. Previously placed suture used to remove foley catheter remnant, bladder emptied, spt in place. There were no complications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to a bent rotary pin in the manufacturing process. A quality alert was implemented as a result of this reported issue. A new rotary pin will be installed and a clarified visual aid of the gluing process will also be implemented. This complaint will be used for tracking and trending purposes.